Event description:
Customer stated the insulin stopped working and she does not have a back up plan. Customer does not recall blood glucose level. Customer stated her blood glucose was high, bloused, and it will stay high. Blood glucose reading wouldn't transfer in from her meter and that's when she noticed it was off. No physical damage noted on the device, just normal wear and tear. It wasn't dropped, bumped, or exposed to moisture. Customer was unsure of what battery she was using. Contacts were not missing or damaged. Battery compartment and spring were neither damaged nor corroded. Customer stated she didn't have the device but she did clean it and attempted to start it. Customer was advised to insert a new battery and call back if display did not return. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.